Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the sponge was found completely separated from the cap. The reported condition was verified. The cause was undetermined. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that the sponge was found completely separated from the cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.